Manufacturer narrative:
The reported alarm was caused by use error. The patient did not tighten a connection which resulted in a solution bag becoming disconnected from the line during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag became disconnected because the patient did not tighten the line connection completely. The patient explained that it was because it was in the middle of the night and they were in a hurry. The technical service representative instructed the patient to cycle the power on the machine to clear the alarm. The patient was advised to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.